Event description:
Champion-af study. It was reported that thrombosis occurred. The patient was enrolled into the champion-af clinical study on (B)(6) 2022, and the procedure was performed five days later. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The 27mm closure device was attempted, but not successfully released in the laa. Upon removal of the 27mm closure device, a small mobile thrombus was seen at the tip of the laa. The thrombus was aspirated through the was and 50cc of blood was sucked out of the was. A small clot was noted in the removed blood. A 31mm watchman flx left atrial appendage (laa) closure device was then implanted with a complete laa seal and deployed device diameter of 26.5mm. Post procedure assessment revealed no thrombus in the laa. The patient was discharged home the following day on aspirin (81mg) and apixaban (10mg).